Event description:
Device evaluation completed and summary in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical intubation/portex endotracheal tubes. Complaint of balloon not attached was confirmed. Four photos received, and in photos three detachment was observed. And lack of solvent was revealed, in photo two. Sample was returned for evaluation p/n 100/199/080 inflation line detached was found, and a lack of solvent was observed, on tip of the inflation line. Issue isolated to lack of solvent was observed, on tip of the inflation line. Device passes all manufacturing processes prior to release. The malfunctioned will be continued monitoring this failure condition in this product, for threshold or escalation.

Manufacturer narrative:
Only the month ((B)(6)) and year (2021) of the event date are known. (B)(6). Device evaluation in progress.

Event description:
It was reported that during the use of the portex endotracheal tube, the pilot balloon was found to be detached. No patient injury or complications were reported in relation to this event. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be submitted.